Event description:
It was reported the lead exhibited an anomaly of bent connector pin, or high impedance and high threshold. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field complaint of bent connector pin was confirmed in the laboratory. However, the damage found was sustained in the field. The reported complaint of high impedance could not be confirmed. The lead exhibited normal electrical and mechanical characteristics. No anomaly was found.